Event description:
Per oos, this system was removed due to infection that appeared near the pocket. A new system was placed on the other side as a precaution. Selox st 60, MDR 1028232-2008-01733. Selox jt 53, MDR 1028232-2008-01735.